Event description:
It was reported that the handheld screen cracked when the user pushed down on the bottom left corner with the stylus. The handheld is expected to be returned for analysis; however, has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
The handheld and flashcard was received for analysis. Analysis of the handheld was completed on (B)(4) 2014. A visual analysis of the handheld was able to confirm that the display was cracked. The cause for the cracked screen is associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.